Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: world j surg (2012) 36:2305¿2310. Doi 10.1007/s00268-012-1664-3.

Event description:
It was reported in journal article "wound healing after open appendectomies in adult patients: a prospective, randomised trial comparing two methods of wound closure¿ that the purpose of this study was to compare the safety of classic interrupted nonabsorbable skin closure to continuous intradermal absorbable sutures in appendectomy wounds in adult patients. The patients were randomized into two wound closure groups: group a, intradermal continuous absorbable monofilament sutures and group na nonabsorbable interrupted sutures. The wounds were evaluated and/or sutures removed 7-9 days postoperatively. Wound complications in group na included infection requiring drainage and antibiotics and wound dehiscence. This study shows that running intradermal absorbable sutures is as safe for closing appendectomy wounds as traditional interrupted, nonabsorbable sutures. Additional information has been requested.